Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus, the lightsource had defects of the universal cord. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: due to wear of scope-cover packing water tightness is lost, air/water-cylinder has no color, suction-cylinder has no color, suction-cover has a scratch, switch box has a scratch, due to a scratch on the plastic distal end-cover insulation resistance value at distal end does not meet the standard value, due to wear of angle wire the play of up/down knob is out of the standard value, due to wear of angle wire the play of right/left knob is out of the standard value, air/water-tube has foreign objects, objective lens has a scratch, light guide lens has a crack, and adhesive on distal sheath-rubber has white-clouded area . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: cf-h185l/I operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.